Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil was fractured at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement or placement difficulty.

Event description:
During implant, ra lead was difficult to place, the lead experienced dislodgement. Also helix extension issues were noted. The ra lead was removed & replaced prior to pocket closure and was never in service. No adverse patient effects were reported.